Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pacing impedance measurements with current measurements being out-of-range. Rv threshold measurements have increased as well. A lead fracture was suspected however boston scientific technical services (ts) noted that fractures typically present with an abrupt change in lead integrity measurements. In cases of gradual increases such as this one, evidence supports encapsulation or ionization of the lead tip.